Event description:
The following has been reported: reported a department that is having an issue with vendor # set003225. Per customer "I had another problem with the new IV tubing (# (B)(6) ). I had not infused anything through it yet, trying to back prime the secondary. This is primarily the problem we've been seeing though we have also seen the same problem with the lowest port. I have the tubing (primed with saline with a syringe on the secondary port) and the packaging if you want me to send it. 8/18-reported additionally by nurse: "I work in the chemo room in the michael berry building at the janesville campus. The problems we've been experiencing are the same on both ports. I consulted with the nurse at the walworth infusion room and she added that she had to get a new tubing because she was unable to connect a 20ml syringe to the secondary port despite several attempts. In hindsight we have all also experienced difficulties connecting a syringe to push medications to all of the ports on the tubing. It seems like the threads don't line up. In addition we have difficulty connecting a male equashield to the secondary port because of this and because of the close proximity to the primary line and limited space in the chamber. I feel like the problems you were made aware of are because the port itself is non-functional. Every one of us have experienced this multiple times a week. I do have a few lines that I primed with ns with a syringe attached to the secondary port. One I did connect it to the pt but it never infused because I caught the problem before I started it. I had primed the primary then connected it to the patient. I then attached the secondary and tried to back rinse but it would not flow. I removed it and re-attached it several times. Finally I got a syringe and tried to back prime that way but it would not work. There were no clamps on it. At this time 1 have 2 others that have not been connected to the pt but had the same problem with the secondary port. None had anything but normal saline." No sample or picture available for evaluation. Therefore, it was not possible to replicate or confirm the issue. A back priming problem could be potentially related to an issue with the secondary port which was preventing a secondary infusion. There may be a blockage at the secondary port needle-free valve. Alert sqa - 1772534 was issued to supplier facility. Reporting due to referenced issue. No adverse effects were reported. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.